Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt experienced postoperative pain following her trial on (B)(6) 2013. The pt visited the ER on (B)(6) 2013, subsequently, her scs trial leads were removed. Follow-up on (B)(6) 2013, identified per the clinic the pt's pain subsided when the leads were removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.